Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported a right side implant exchange with no complaint against the device. Patient later reported "rashes fatigue (not device related), lumps, nodules, tingling pain, blurry vision (not related to the device), fluid on breasts, and hair loss (not related to the device)." Device remains implanted.

Event description:
Healthcare professional later reported exchange due to concern with the product. Device has been explanted.